Event description:
Type of procedure: sleeve gastrectomy. According to the reporter: patient admitted with abdominal pain and had CT abdominal scan that showed intrabdominal hemoperitoneum without active bleeding. Patient is stable and the plan to manage conservatively. Intervention required (staple line enhancement: bleeding at buttressed stapleline, medication was given to the patient, diagnostic imagining was performed and patient was re-admitted to the hospital. Relationship to reinforced reload: possible relationship.

Manufacturer narrative:
(B)(4). Relationship to reinforced reload was updated from possible relationship to no relationship.

Manufacturer narrative:
(B)(4).